Event description:
It was reported that during a lap cholecystectomy procedure, the clips were ejecting from the jaws without properly forming. The first one fell in the pt but was recovered. Used a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.